Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (2 g per five days; route and duration not reported), injection fortum (1 g once a day; route and duration not reported), and injection heparin (dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date, the patient completed the course of antibiotic therapy and the peritoneal effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.